Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-22014. The patient has a pns system (off-label) which includes two supraorbital leads and we are unable to determine which lead was revised so we are reporting on both leads. It was reported the patient experienced her supraorbital lead eroding through the skin. The patient underwent surgical intervention to implant the lead deeper and sutured in place. Follow up information identified the erosion site is healed and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.